Event description:
It was reported that during preparation of the 2.5x48 mm xience skypoint stent delivery system (sds), the stent fractured in 2 places. There was no reported device use or patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.